Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2003. Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead triggered a warning due to high impedance. The lv lead was deactivated and later explanted and returned for analysis where it tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.